Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No missing segments, partial display, or display anomaly noted during testing. The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir compartment was breaking off. The customer reported that the o-ring would not stay in place. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.